Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient was receiving daily alert for atrial noise reversion. It was recommended to reprogram the device.